Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding a patient receiving morphine (unknown dose and concentration) via implanted infusion pump. It was reported that the patient was experiencing no symptoms. At the time of refill, the expected volume equaled the actual volume. The patient presented with critical pump alarm. The environmental/external/patient factors that may have led or contributed to the issue included that the patient had an MRI in (B)(6) 2024. The logs were downloaded and the pump logs showed no pump stall recovery post MRI. The physician refilled the pump with saline and set the pump to minimum rate. The issue was not resolved at time of report. It was reported that no surgical interventions occurred or was planned. The patient's weight was asked, but unknown. The patient's status was alive - no injury. No further information was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep). It was reported that there were no actions or interventions performed for the unrecovered motor stall.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from healthcare provider (hcp) via a company representative (rep) on 2024-11-08 and it was reported that the motor stall occurred and recovered on (B)(6) 2024. Additional information was received from a foreign company representative (rep) again on 2024-11-12 and it was determined the pump was in a telemetry state since (B)(6) 2024. It was noted after interrogation in (B)(6) 2024, the pump was functioning as expected. This event was also reported under manufacturer report #2182207-2024-04417 [information was received from a manufacturer representative regarding a patient who was receiving an unknown drug via an implantable pump for unknown indications for use. It was reported t hat the pump was in telemetry mode. No additional information and symptoms were not reported.] Any additional information received will be reported under this manufacturer report.